Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been requested to investigate the reported event. At this time, the fse investigation has not been completed.

Event description:
It was reported that the site was experiencing a recurring recoverable fault on universal surgical manipulator (usm) arm 4. The user was able to select recover; however, the fault returned after recovery. There was no report of patient involvement.